Manufacturer narrative:
Device issue with inomax dsir #(B)(4) (complaint-(B)(4)). The device investigation was completed on 28-jul-2015. Case comment: (B)(6) 2015: this is a non-serious, post-marketing device report. While conducting a service log review for an issue with inomax delivery device dsir, a delivery failure triggered by a smart battery fuel gauge drift was detected. No adverse event associated with the device failure in this case was reported. The case is considered reportable because a previous, similar device failure had been associated with serious adverse patient consequence (index case MDR # 3004531588-2014-00002). Eval summary: inomax dsir #(B)(4) was returned to the MFR for service investigation. Following the regional service center (rsc) investigation, including a service log review and subsequent performance testing, the complaint was addressed. Secondary finding unrelated to the reported complaint: the service log review showed a delivery failure (df) alarm with main supply voltage out of tolerance-valid range: 2435 to 4075 counts; actual value: 2434 counts. The df alarm was followed by a low battery alarm. The rsc did not experience a df alarm for main supply voltage out of tolerance and replaced the battery as part of a 2 year preventive maintenance (pm). A full functional test was performed and the device operated according to specs so it was returned to the device service pool. The root cause for this report is smart battery fuel gauge drift. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event; however it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2014-00002).

Event description:
Smart battery fuel gauge drift [device issue]. No adverse event [no adverse event]. Case description: on 16-jul-2015, a respiratory therapist (rt) in the united states contacted the company regarding a device issue with inomax dsir #(B)(4). The device was in use on a patient and no adverse event was reported. Inomax dsir #(B)(4) was removed from service and returned to the company for service eval.